Manufacturer narrative:
(B)(4). Lot 15b007 was manufactured from february 26, 2015 ¿ february 27, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter in the device. The reported condition was verified. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white particulate matter floating inside. This was identified during storage. The device was filled with an unspecified amount of pip/tazocin. There was no patient involvement. No additional information is available.